Manufacturer narrative:
The affected device was not returned however the customer did supply a photo that confirms the perforated packaging. Current inventory was evaluated and none were found to have any packaging that was perforated or compromised. The customer claim will need additional investigation. A nonconformance has been issued to further investigate this claim.

Event description:
The customer alleges that "packages are perforated." No other details were provided and no patient injury/harm reported.